Event description:
Allegedly the patient was scheduled for a revision knee surgery. Per the doctor, the patient complained of acute onset of pain beginning in (B)(6) 2013. While the doctor was completing his incision into the knee he noticed that the medial side of the posterior condyle of the implant was broken. The doctor explanted and reimplanted a cck total knee.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2014-00008,00009, 00010, 00011, 00012, and 00014.